Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a hemi arthropasty and injured his glenoid causing arthritis. The surgeon decided to convert to total arthroplasty.